Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system may be oversensing and exhibiting noise on the electrograms. New clinical information revealed that this patient experienced further oversensing, inappropriate therapy and brady pacing inhibition.